Event description:
It was reported that the patient was readmitted to the hospital due to sepsis, and it was stated the readmission was not due to a pump issue. Log files were submitted for review and found low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was elevated on (B)(6) 2025. The low flows did not appear to be the result of any external equipment malfunction.

Manufacturer narrative:
A4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number, (B)(6), and reported events could not be conclusively determined through this evaluation. The submitted system controller log files contained events from 14jan2025 through 05feb2025. Intermittent low flow alarms were recorded on 27jan2025. No other notable events or alarms were captured, and the system appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection and sepsis, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. Several sections of the heartmate 3 IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6 additional codes: e010701 confusion/disorientation. E0204 lethargy. E2321 hypotension. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was readmitted to the hospital due to sepsis, with symptoms noted as lethargy, confusion, fever, hypotension, and leukocytosis, and it was stated the readmission was not due to a pump issue. On (B)(6)2025 the patient's urine cultures were positive for extended-spectrum beta-lactamase producing klebsiella (klebsiella esbl), and their blood cultures were positive for pseudomonas. On (B)(6)2024 the inferior portion of a sternal incision was also positive for pseudomonas. The patient was treated with intravenous antibiotic, as well as excision surgical debridement of the inferior sternal wound and left chest wall wound. Treatment was still ongoing.